Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: red particles on the surface of the shell. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported left side capsular contraction, baker grade iii/IV. Device has been explanted.